Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was 11.7 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the reservoir needed to be replaced. The customer managed to successfully resolve the issue.